Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: patient information is not available. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. B01, c19, d14 are applicable to the system check out. The exports/logs were returned for clinical analysis. The analysis determined the root cause of the medial discrepancy between navigation and executed trajectories was either a blockage of the ndi camera field of view, a movement of the robotic reference frame, or wrong selection of tools. A divot check and re-snapshot could have solved the discrepancy or indicate the possible problem. B01, c13, d11 are applicable to the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a l2-s1 fusion case there was an alleged inaccuracy. There seemed to be a large difference in navigation and arm plan. The site placed l3-s1 right screws and noticed a slight deviation in navigation compared to the planned location, but it was within a comfortable range so they continued with screw placement. After completing l3-s1 the site went back up to l2 and after tapping at that location they noticed that the tap was about 3-4mm medial from the plan and navigation looked as if the tap had penetrated into the spinal canal. There was no indication from neuromonitoring. The site completed placement of the l2 right screw, but then aborted use of the mazor for the left side screw placement. There was no patient harm reported.